Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not scanning and lit up when the button on it was pressed, but it didn¿t read anything. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident it was determined that the device scanner was not working. A technical support specialist tss advised the customer to scan the factory default code using the barcode scanner from the medstation restored the scanner to its factory default settings and confirmed that the scanner was now working as expected resolving the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.